Event description:
Per cook's product manger believes there was only 1 pediatric patient. Event description provided by cook sales representative: customer had a serious issue with the slip cath catheter line in various patients over the past 6-9 months. Customer started using the vert slip cath last year for all the customer's cerebral antigos. Since then they have had an issue with small distal emboli in the foot of the accessed side. (We) troubleshoot every possible reason. The representative had everything the same as he always uses in regards to sheath, wire and drip line. He then remembered an issue he saw 10 years ago with a catheter line from another MFR's device (boston scientific) where the coating was and embolic issue in the brain. So he placed a cook vert cath through a sheath and soaked it for 15 minutes in water. When he pulled the catheter out of the sheath, a thick paste like material was sheared off and left behind. This would be on the inside of the vessel and sure would travel to the foot. Emailed sales representative to determine the patient outcome's. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). No complaint devices were been returned to assist in this investigation. Final inspection for angiographic catheters confirms catheter material type/ french size. In-process and incoming vendor inspection flexor sheath tubing insures correct inside and outside diameter of tubing. In-process and final inspection for hydrophilic coated tubing verifies lubricity and durability are sufficient. Without the actual complaint device, it is not feasible to say why the failure mode was experienced. No information regarding patient outcomes. Quality engineering risk assessment (qera) was used to evaluate the associated risk. CAPA was previously initiated for this failure mode based on prior similar events. The appropriate internal personnel have been notified and we will continue to monitor for complaints for similar events. CAPA was previously initiated for this failure mode based on prior similar events and has yet to be implemented.